Event description:
A report was received that the patient developed an infection after a pocket revision procedure. The pocket site was red and had drainage. The patient was prescribed antibiotics and treated the pocket with triple antibiotic ointment and antiseptic styptic cream.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-5312, serial#:(B)(4) description:charger 2.0. Additional information was received that the patient did not have an infection and did not receive any prescription antibiotics. The physician believes the patient had a burn mark from the heat of charging. The patient is believed to have a condition where she is hypersensitive to heat. The ipg database was analyzed and the device appears to exhibit premature battery depletion. No further course of action will be taken. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient had an ipg replaced. The ipg was damaged by electrocautery used during a previous revision. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4)).

Event description:
A report was received that the patient developed an infection after a pocket revision procedure. The pocket site was red and had drainage. The patient was prescribed antibiotics and treated the pocket with triple antibiotic ointment and antiseptic styptic cream.

Manufacturer narrative:
The complaint of the patient having premature battery depletion has been confirmed. The analog ic was damaged. The depletion rate was in the normal range prior to the patient's pocket revision. At the approximate date of the revision, the depletion rate climbed remarkably. A review of the sterilization documentation for the explanted devices found them to be satisfactory. Monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. The use of electrocautery during the pocket revision resulted in the reported complaint.

Event description:
A report was received that the patient developed an infection after a pocket revision procedure. The pocket site was red and had drainage. The patient was prescribed antibiotics and treated the pocket with triple antibiotic ointment and antiseptic styptic cream.

Event description:
A report was received that the patient developed an infection after a pocket revision procedure. The pocket site was red and had drainage. The patient was prescribed antibiotics and treated the pocket with triple antibiotic ointment and antiseptic styptic cream.